Event description:
On 9/10/2024, a clindex notification was received indicating that a patient began an injection procedure on (B)(6) 2024. The patient reported knee pain starting on (B)(6) 2024. Then, the patient reported pain at the injection site from (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.